Event description:
It was reported that during an in-service training performed by a getinge therapy territory manager, when returning the cardiosave intra-aortic balloon pump (iabp) to the cart, a beeping alarm started and the iabp unit would not power up. It was further reported that the alarm persisted with the batteries in and out of the iabp unit. The iabp unit was taken to the customer's biomedical department where the issue was logged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect - clinical code, component codes, health effect - impact codes), h10, h11. Corrected fields: b5, d5, e1 (initial reporter) e2, e3, g2 (remove health professional, user facility). The initial reporter named in block e1 is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted should the information be provided. Not returned to manufacturer.

Event description:
It was reported that an in-service for the hospital staff was completed to show the staff how to place the cardiosave intra-aortic balloon pump (iabp) into transport mode. However, upon returning the pump to the cart, a beeping alarm started and the pump would not power up. It was further reported that the alarm persisted with the batteries in and out of the pump. The pump was taken to the customer's biomedical department where the issue was logged. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge fse reported that the iabp device apparently had no issues. Getinge service was not requested from the customer, because they had ¿misplaced¿ the iabp device and once it was found they concluded it was working as expected.

Event description:
It was reported that an in-service for the hospital staff was completed to show the staff how to place the cardiosave intra-aortic balloon pump (iabp) into transport mode. However, upon returning the pump to the cart, a beeping alarm started and the pump would not power up. It was further reported that the alarm persisted with the batteries in and out of the pump. The pump was taken to the customer's biomedical department where the issue was logged. There was no patient involvement, and no adverse event reported.